Event description:
It was reported that the ventilator inop red light went on with a constant audible alarm. The ventilator was not connected to a patient when the reported problem occurred. The customer had been experiencing power fluctuations with the medical gear where the equipment was turning on/off by itself with the charging lights flickering on and off. This happened on separate power outlets. The base mechanic checked out the aircraft power systems with no issues found. Prior to the vent inoperative issue, the ventilator was checked as part of the daily equipment check and was found to be without issue.

Manufacturer narrative:
Na